Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, an in-house contour xt meter was tested with the in-house contour next test strips from lot # 0gpeg14a using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Event description:
An advocate from (B)(6) called on behalf of his wife to report that they obtained blood glucose readings of 336 mg/dl and 16 mg/dl on their contour xt meter. The customer did not have symptoms of hypoglycemia. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.